Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the outer wire of the guidewire had become unraveled during insertion. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one equistream 14.5 fr str x 19cm hemodialysis catheter kit was returned and one electronic photo was provided for review. In both the sample evaluation and the photo review, it was noted that the outer coil wire was unraveled and stretched near the distal tip of the guidewire. Based on this finding, the investigation is confirmed for the reported frayed guidewire. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Possible contributing factors include insertion technique and retraction of the guidewire against the introducer needle bevel. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported the outer wire of the guidewire had become unraveled during insertion. Another device was used to complete the procedure. There was no reported patient injury.